Manufacturer narrative:
Investigation findings: the complaint sample was not returned. The lot number was not listed. No information was given about the condition of the patient using the device. The cuff on this product is flannel, and when applied correctly the webbing straps do not come on contact with the patient's skin. Product on hand was reviewed, no manufacturing defect was found. The customer did not report a defect, only that the "product did not preform as expected". Correction: there was no correction required. Root cause analysis: based on the facts above, we are unable to determine a root cause. We require additional information. We have followed up with the initial reporter to see if the patient was combative, but have not received a response. A combative patient may pull/twist to try to free themselves. This could lead to the "rope burn" reported. However, it is stated in the IFU, the product is contraindicated for patients who are or may become highly aggressive or agitated. A copy of the IFU for this product is attached. Corrective action and/or systemic correction action taken: there is no action required at this time, no manufacturing defects were reported or found. Preventive action: there is no action required at this time, no manufacturing defects were reported or found. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Copied below are responses given by the initial reporter to the deroyal complaint questionnaire. Quality issue details when did quality issue occur? During use who was using or operating the product when the quality issue occurred? Health professional was a medical procedure involved? No name of medical procedure: not applicable did the quality issue cause a delay in the medical procedure? Not applicable detailed description of quality issue: product did not perform as expected. Rope burns on the wrists of the patient severity was low. How was the quality issue was identified? By actual use how was the product being used? Patient restraint was it the initial use of the product? Yes was the product modified from the original condition supplied by deroyal? No was the product connected to or used in conjunction with other devices or equipment? No outcome details person(s) affected by outcome(s) checked above: patient known pre-existing condition(s) of person(s) affected: none specified was the incident reported to the FDA? No detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: rope burns on the wrists of the patient severity was low . I have the email that owens sent with the report of the complaint